Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30may2018. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. No device related issues were reported by the account. No device related issues were reported by the account. It was reported through patient outcome that the patient was bridge to transplant and underwent a heart transplant on (B)(6) 2021. The device was not returned for evaluation. Additional information communicated stated that the transplant was not device related, and the device operated as expected. Potential risks associated with the use of the heartmate 3 left ventricular assist system have been outlined in the product risk assessment as well as the human factors risk assessment. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
The transplant was not due to a device related issue. The device operated as expected. The patient was bridge to transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bridge to transplant and underwent a heart transplant. Whether the transplant was device or therapy related was not provided. The device will not be returned for evaluation.